Event description:
It was reported that the wire could not be pulled out. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire was selected for use. During the procedure, the filter wire guide wire could not be removed. The procedure was successfully completed using another device of the same type. There were no patient complication as a result of this event. It was also reported that the filter was not deployed, and the event occurred during the preparation phase, outside of the patient.

Event description:
It was reported that the wire could not be pulled out the stenosed target lesion was located in the carotid artery. A 190 cm filter wire was selected for use. During the procedure, the filter wire guide wire could not be removed. The procedure was successfully completed using another device of the same type. There were no patient complication as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon examination, the wire remained inside the delivery sheath, and the filter bag was found in a deployed state. It was observed that the spring tip had been stretched and bent. A sheathing/unsheathing test was conducted, confirming that the filter bag could be retracted and deployed normally.

Event description:
It was reported that the wire could not be pulled out. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire was selected for use. During the procedure, the filter wire guide wire could not be removed. The procedure was successfully completed using another device of the same type. There were no patient complication as a result of this event. It was also reported that the filter was not deployed, and the event occurred during the preparation phase, outside of the patient.